Event description:
This device was returned with a biotronik programmer strip from facility. Facility had no record of this patient. Per boston scientific, this patient received a new bsx system in 2009. This lead was replaced with a bsx 4469. The following physician's office has no information regarding this system change out. The programmer strips show high thresholds on this lead.